Manufacturer narrative:
The root cause is presently under investigation. Because maquet service found the hand control damaged at the customer site, maquet has requested this part be returned to our manufacturing facility for further analysis. It is important to note, that the table operator is able to stop any movement by pressing the off button or pressing another button on the hand control unit.

Event description:
Operating room staff reported that the operating room table made uncommanded movements while a patient was positioned on the table. No injury reported. (B)(4).